Event description:
Custom perfusion packs have small plastic particles and/or pieces of lint or debris on the tubing. This concern on another lot# was reported previously. The MFR's response to that inquiry stated an isolated incident affecting only the earlier lot#. This second affected lot# again raises concern for quality assurance processes.